Event description:
Caller reported that a cgm error 42 occurred with the g7 sensor, indicating an issue before the pump shut down due to a rapidly depleting battery. There was no adverse impact to the customer's blood glucose level. Customer had already resolved the issue by reloading the cartridge and restarting the sensor.